Manufacturer narrative:
Insulin pump passed displacement test. Basic occlusion test. Insulin pump failed seating test due to faulty fsr (gold). Unable to perform occlusion test, excessive no delivery test. The motor was tested outside the device and passed.

Event description:
The customer reported via phone call that customer stated he went through all his settings and they were right but its not giving him the right amount of insulin. They had a high blood glucose value of 250 mg/dl. Customer's other blood glucose value was 250 mg/dl. Customer stated that he didn't suspend the pump and no alarms happened. The customer was treated with manual injection. The insulin pump was expected to be returned for analysis.